Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during the load sequence with multiple cartridges. Customer's blood glucose was 307 mg/dl. Reportedly, the customer reverted to alternate method for insulin delivery.